Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going, no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Synex ii central body device is the subject of a medical device recall. The info does not reasonably suggest this adverse event is related to the recall issue (device loss of height).

Event description:
Pt implanted with synex ii experienced neck and back pain.